Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed leaking from the luer connector during a full supply change and then completed a site change with new supplies, with no impact to blood glucose. Symptoms included no reported adverse clinical effects. Outcomes included no change to glycemic control and no need for medical care. Investigation included collection of lot information for the infusion set and connector and review of the reported device performance. Investigation of this case revealed a suspected connection issue at the luer interface consistent with a product performance problem involving the connector component. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device interface issues during connection or a component fit issue at the luer junction.